Event description:
Patient contacted sales rep directly alleging an implanted 40.0mm acutrak 4/5 bone screw broke. Sales rep contacted surgeon and was told it was a non-union and would plate at a later date. No other information regarding event was provided.

Manufacturer narrative:
Device has not been explanted and therefore has not been returned for evaluation. No details were provided regarding either the implantation surgery or when the screw allegedly broke. Therefore, no investigation could be performed.